Event description:
(B)(6) reported that quadrox-I (lot numbers 70063777 and 70062670) had gas transfer issues. According to the customer, during perfusion gas exchange failures occurred. When the fraction of inspired oxygen (fio2)was changed from 90% to 100% partial pressure (tension) of oxygen (po2) in arterial side did not change and remained at 200mmhg. By the fio2 70% po2 in arterial side was insufficient by 120 mmhg. When the gas flow was at 4 liters per minute (l/min) the partial pressure of carbon dioxide (pco2) was about 42 mmhg. Per the customer, the parameters of the gas exchange are not corresponding to the technical characteristics of quadrox-I. Note: this medwatch is being submitted for lot 70062670. Medwatch with MFR report# 8010762-2014-01112 will be submitted for lot 70063777. Also, two date of events are listed on the source document (nonconformity report); however, there is no correlation as to which date belongs to which lot number. The two date of events listed are (B)(6). (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The sample was not returned for complaint evaluation. (B)(4).